Manufacturer narrative:
Continuation of d10: dtmb1d1 crt-d, implanted :(B)(6) 2020. 407645 lead, implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high/undefined impedance on the defibrillation coil and there was questionable capture on the left ventricular (lv) lead that was observed on the current electrograms (egm). The patient was subsequently seen approximately one week later and the rv defibrillation impedance alert was turned off. Additionally, it was noted that there was high thresholds and high/undefined impedance on the lv lead. The patient was then seen again, and an apparent coil fracture was observed on the rv lead. The rv lead was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.